Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 33 mmol/l. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea. Customer was treated with set change and bolus. Customer reported that alleging possible insulin pump was under delivery. Customer was performed displacement test and the test result was no reservoir detected. However, customer was also performed high pressure test and test result was to confirm insulin pump can detect an occlusion. Customer also reported that the insulin pump had insulin flow blocked alarm. Customer reported event was resolved by changing complete set. Troubleshooting was performed for high blood glucose level as well as delivery anomaly. The device will not be returned for analysis. Frn-unk-rsvr, unomed-set